Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff was having an fos issue. It was stated that the catheter was placed in the left femoral artery. The patient developed problems with the perfusion in her leg with the balloon catheter. The catheter was functioning appropriately at that time. The staff removed the catheter. The patient's hemodynamics started to deteriorate, so they placed another balloon. The fiberoptic was not zeroed prior to insertion, and the staff did not receive a fiberoptic pressure waveform. They did not get the central lumen connected to a pressurized flush solution, and the central lumen clotted off. They tried to aspirate and flush the central lumen; however, the staff could not get any blood back. The staff had disconnected the fiberoptic connections and reconnected; however, there was no click or audible tone. The fos status was: not connected. As a result, the staff used the brachial artery for pressure and timing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff was having an fos issue. It was stated that the catheter was placed in the left femoral artery. The patient developed problems with the perfusion in her leg with the balloon catheter. The catheter was functioning appropriately at that time. The staff removed the catheter. The patient's hemodynamics started to deteriorate, so they placed another balloon. The fiberoptic was not zeroed prior to insertion, and the staff did not receive a fiberoptic pressure waveform. They did not get the central lumen connected to a pressurized flush solution, and the central lumen clotted off. They tried to aspirate and flush the central lumen; however, the staff could not get any blood back. The staff had disconnected the fiberoptic connections and reconnected; however, there was no click or audible tone. The fos status was: not connected. As a result, the staff used the brachial artery for pressure and timing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the clinical support specialist (css) that the staff was having an fos issue. It was stated that the catheter was placed in the left femoral artery. The patient developed problems with the perfusion in her leg with the balloon catheter. The catheter was functioning appropriately at that time. The staff removed the catheter. The patient's hemodynamics started to deteriorate, so they placed another balloon. The fiberoptic was not zeroed prior to insertion, and the staff did not receive a fiberoptic pressure waveform. They did not get the central lumen connected to a pressurized flush solution, and the central lumen clotted off. They tried to aspirate and flush the central lumen; however, the staff could not get any blood back. The staff had disconnected the fiberoptic connections and reconnected; however, there was no click or audible tone. The fos status was: not connected. As a result, the staff used the brachial artery for pressure and timing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the investigated sample. No lot number was reported. The lot number for the investigated sample is 18f21k0032. The investigated sample was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc). Dried blood was noted on the exterior surfaces of the device. The one-way valve was tethered to the short driveline tubing. The red end cap was connected to the bifurcate luer. The iabc bladder was fully unwrapped. No bends or kinks were noted to the iabc. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. A 0.025in guidewire was back loaded through the iabc distal tip. Slight resistance was noted near the iabc distal tip. The guidewire was able to advance through the central lumen. Dried blood was noted on the end of the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted. The guidewire was able to advance through the central lumen. No blood or debris was noted. The iabc central lumen was aspirated and flushed using a 60cc syringe. No abnormalities or debris were noted. The iabc was manually leak tested using a 60cc syringe. No leaks were detected. Full inflation was achieved. The device passed the leak test. The full length of the fos fiber was confirmed present with no breaks. A laser was used to confirm there were no breaks to the fiber. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The investigated device passed visual and functional testing for the reported complaint. The reported complaint of perfusion problems is not confirmed. The iabc investigated passed visual and functional tests. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported by the clinical support specialist (css) that the staff was having an fos issue. It was stated that the catheter was placed in the left femoral artery. The patient developed problems with the perfusion in her leg with the balloon catheter. The catheter was functioning appropriately at that time. The staff removed the catheter. The patient's hemodynamics started to deteriorate, so they placed another balloon. The fiberoptic was not zeroed prior to insertion, and the staff did not receive a fiberoptic pressure waveform. They did not get the central lumen connected to a pressurized flush solution, and the central lumen clotted off. They tried to aspirate and flush the central lumen; however, the staff could not get any blood back. The staff had disconnected the fiberoptic connections and reconnected; however, there was no click or audible tone. The fos status was: not connected. As a result, the staff used the brachial artery for pressure and timing. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab augmentation difficulty is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.